Event description:
A ventilator was returned to a third party service center for evaluation. There was no harm or injury reported. During the evaluation of the device at a third party service center, an issue related the sensor board and active exhalation control module was observed. The device's sensor board and active exhalation control module were replaced to address the issue.